Manufacturer narrative:
An event regarding infection involving an unknown knee implant was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had right knee implant removal with insertion of antibiotic impregnated spacer on (B)(6) 2021 since I was able to review the operation report. I can also confirm that the patient underwent reimplantation of a right revision total knee arthroplasty on (B)(6) 2021 since I was also able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of periprosthetic infection 1 1/2 years following surgery are multifactorial. These include surgical technique, operating room environment, possible wound contamination, possible wound healing problems with drainage, and possibly seeding of the joint from a remote site. Patient factors can contribute including the patient's medical condition and immune system condition as well as lifestyle issues. This patient was morbidly obese and therefore at greater risk for all surgical complications including infection. I would not assign any causality to the implants themselves." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had right knee implant removal with insertion of antibiotic impregnated spacer on (B)(6) 2021 since I was able to review the operation report. I can also confirm that the patient underwent reimplantation of a right revision total knee arthroplasty on (B)(6) 2021 since I was also able to review the operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of periprosthetic infection 1 1/2 years following surgery are multifactorial. These include surgical technique, operating room environment, possible wound contamination, possible wound healing problems with drainage, and possibly seeding of the joint from a remote site. Patient factors can contribute including the patient's medical condition and immune system condition as well as lifestyle issues. This patient was morbidly obese and therefore at greater risk for all surgical complications including infection. I would not assign any causality to the implants themselves." All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. Further information such as device information, pathology reports, x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Subject is enrolled in triathlon cones revision study and had at time of study surgery ((B)(6) 2021) an antibiotic spacer removed and stryker components implanted. Stryker components from the primary right tka on (B)(6) 2019 were explanted on (B)(6) 2021 and an antibiotic spacer was implanted due to deep infection. The primary tka operative report and component #s are not available to the site due to surgery being performed at another facility. The operative notes for the explant surgery on (B)(6) 2021 and the study surgery on (B)(6) 2021 are attached.

Event description:
Subject is enrolled in (B)(6) study and had at time of study surgery ((B)(6) 2021) an antibiotic spacer removed and stryker components implanted. Stryker components from the primary right tka on (B)(6) 2019 were explanted on (B)(6) 2021 and an antibiotic spacer was implanted due to deep infection. The primary tka operative report and component #s are not available to the site due to surgery being performed at another facility. The operative notes for the explant surgery on (B)(6) 2021 and the study surgery on (B)(6) 2021.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.